Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated she had discordant sodium results after replacing standard b salt bridge. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the v-lytes system and ran service tests, after which he found no issues. The cse checked the drain pressures, and they were acceptable. The cse ran qc, resulting satisfactory. The cse then ran patient samples across 3 systems and all matched. A siemens headquarter support center (hsc) specialist reviewed the data which indicated that qc levels 1 and 3 were within ranges at the time the event occurred. Patient samples comparisons revealed the initial run of samples occurred on 02/08/2017 and the rerun of the samples occurred on the alternate instruments the following day, approximately 17-21 hours later. Results were elevated in comparison to the original run, indicating sample storage and evaporation of samples is responsible for the difference in recovery when run the next day. Additionally, the rerun recovery was atypically high, indicating sample evaporation and instability. Split sample comparisons should always be run on both systems at the same time or within a close proximity of each other. A sample comparison with a time difference of more than 17 hours introduced a variable of sample instability. The cause of the difference in recovery between the initial and rerun of the samples is due to sample instability and evaporation that occurred between the initial run and the rerun on the second instrument 17-21 hours later. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. A pathologist reviewed the patient results and stated that no corrected reports were needed. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.